Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with possible right ventricular lead noise. The patient reported that she had fallen a few times since her last visit to the clinic. Isometric testing was performed, but could no reproduced noise. Noise reversion mode was programmed on and the patient would continue to be monitored normally. No patient symptoms were reported and the patient was in stable condition.

Event description:
New information received noted that the patient presented remotely on (B)(6) 2018 with new episodes of right ventricular lead noise. On (B)(6) 2018, the asymptomatic patient presented again in clinic for further testing. The lead noise was not reproducible. The lead was then reprogrammed. A remote follow up transmission was repeated again on (B)(6) 2018 and no further anomalies were found.